Event description:
Device 3 of 4. Reference MFR reports: 1627487-2013-02102, 02103, and 02105. The patient received an occipital lead (off-label) and a thoracic lead as part of her scs system. It was reported the patient developed a fever, redness and swelling at her ipg and lead sites. The physician consequently removed her system on (B)(6) 2012. The patient was treated with intravenous antibiotics and culture results revealed staphylococcal infection. Follow-up indicated the patient recovered from the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.